Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 19771543.

Event description:
It was reported that patient was experiencing inadequate stimulation due to the leads that had migrated and were having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.